Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the display was defective. (B)(4).

Event description:
It was reported that the display was defective and the device was in need of case repair. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.